Manufacturer narrative:
(B) (4). The ge service rep replaced the ps1 and performed functional checks. The system is operating as intended.

Event description:
The customer reported that the xray power (kvp) began fluctuating.